Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and ok buttons have been sticking intermittently unresponsive and required multiple presses to elicit a response. The other buttons responded appropriately. The patient stated that the up arrow has a dent in the button covering. The patient confirmed there are no tears in the keypad and the ok and up arrow symbols are worn. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok, up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the down arrow button responded appropriately. During investigation, evidence of contamination was found under all key contacts.